Event description:
It was reported the camera head experienced cable in bad condition issue during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to the regional service center for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause not established. However, given the condition of the subjection device, its likely the external stress was apply to the unit, leading to the reported material deformity. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.